Event description:
The report stated that in a hepatic radio frequency ablation, the doctor inserted the cluster into the hepatic lesion and turned on the generator. He noticed a very high impedance and temperature and the generator switched off automatically as designed. The doctor then switched on and off the generator several times and finally concluded the procedure since the values seemed ok to him. A post-surgery scan later revealed that the tumor had not been ablated and it required another ablation procedure.

Manufacturer narrative:
.